Event description:
Medtronic received a report that the marathon catheter was broken when opening. The catheter was flushed as indicated in the instructions for use (IFU). The deivce was prepared as indicated in the package insert. The patient was being treated forn a dural arteriovenous fistula (avf). The access vessel was the middle meningeal artery (mma) with a diameter of 2.3mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Additional information received reported that there was no problem with the package. The cause of the catheter break was not determined. No preparation performed prior to the damage being found.

Manufacturer narrative:
Product h3: analysis #707552910: equipment used: vis (m-78210), 203cm ruler (m-83361) drawing(s). Referenced: none as found condition: the marathon catheter was returned for analysis within a shipping box and a plastic pouch. Damage location details: no damages were found with the marathon catheter hub. The marathon catheter body was found separated at the proximal end of the fluorosafe marker, which is ~82.8cm from the proximal end of the catheter hub. The distal end of the fluorosafe marker was found intact. The marathon catheter distal tip was found to be in good condition. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the marathon catheter was found separated at the fluorosafe marker. The product analysis suggests a potential manufacturing issue; therefore, further investigation may be required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.